Event description:
The patient was implanted with a vented electric lvad in 2002. In 2003, the patient reported that during the past week while at home they experienced approximately four red heart alarms. The alarms appear to be positional related. The alarms most commonly occur when the patient sits down. The patient typically experiences a red heart and pump stops. When they change position or stand up, the pump resumes functioning. The hospital reports no excessive black dust was noted in the vent filter. The manufacturer requested the hospital to forward motor waveforms and an x-ray of the lvad for review.